Event description:
The tip of the ventricular lead appeared to be deeply imbedded in the tricuspid subvalvular apparatus. Manipulation attempts to get the lead off were unsuccessful and resulted in lead fracture and uncoiling of the wire in the right atrial cavity.